Manufacturer narrative:
The manufacturing site has been revised, so please use the mfg report number: 2640128-2015-00015 to reference this medical event.

Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.

Event description:
Coopervision was contacted by the patient to inform that they have had issues with their contact lenses. The patient stated that they were diagnosed with bilateral inflammation of the corneas. Good faith efforts have been made to obtain additional information without results. In an abundance of caution, the alleged event is being reported based on the description and permanent injury is unknown.